Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure, a thrombosis occurred. The target lesion was in the right coronary artery (rca) with a 4mm reference vessel diameter and a 24mm target lesion length. Pre-procedure there was 76% stenosis and post-procedure there was 0% residual stenosis. The liberte stent with a 4mm diameter and a 28mm length was implanted. An additional procedure was performed in the target lesion described as removal of thrombus. The procedure was a technical success. The patient was discharged two days post procedure with no current anginal complaints or silent ischemia. Discharge medications were asa 100 mg/day for 12 months and clopidogrel 75 mg/day for 12 months.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4): device not returned for analysis.